Event description:
The customer reported that the device freezes up during opcheck.

Manufacturer narrative:
(B)(4). The customer reported that the device freezes up during opcheck. The device was evaluated at philips. The symptom was clarified as the device freezes up at the charge button step during operational check. The processor pca was replaced to resolve the issue.